Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the product was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the on duty nurse was using an infusion joint for a child and using a pre filled flushing device to flush the tube before operation, she found that there was leakage from the septum in front of the infusion joint. The use was immediately stopped, the infusion joint was replaced, and an adverse event was reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the product was deformed and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the on duty nurse was using an infusion joint for a child and using a pre filled flushing device to flush the tube before operation, she found that there was leakage from the septum in front of the infusion joint. The use was immediately stopped, the infusion joint was replaced, and an adverse event was reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.